Manufacturer narrative:
Evaluation summary: it was caused due to excess force applied on the channel. We received the defect and conducted the following investigation and repair. Observations: operation channel perforated, ccd module disconnected,light guide fiber bundle(lcb) disconnected, suction channel buckled,eog valve leaked. Repair replaced the operation channel, light guide fiber bundle(lcb), ccd module, suction channel,eog valve. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. Suction channel buckled. Sold date 2019-07-09, no repairs.